Event description:
It was reported that during a direct-stenting coronary treatment procedure, catheter removal difficulties were encountered. The physician used a 6f mach 1 vl 3.5 guide catheter to intubate the left main artery. A bmw guidewire was placed across the non-calcified, c-type mid lad lesion. The lesion was predilated with a maverick 15/2.0 mm balloon to 8 atms for 15 seconds. A 3.0 x 24 liberte bare monorail 24/3.0 mm stent was delivered to the lesion site and deployed at 16 atms for 20 seconds. Upon retracting the balloon, resistance was experienced and "signifcant" force was required to completely withdraw the balloon. Upon successful withdrawal of the delivery balloon, (without any complications/dissection), a quantum 15/3.25 mm balloon was used to postdilate the stent up to 22 atms for 20 second with excellent results. Pt status is reported as "good."